Event description:
A (B)(6) customer stated her blood glucose readings were not being stored in the memory of the contour link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to her.

Manufacturer narrative:
Although the returned customer's meter was not confirmed for a memory storage problem in the lab, historically this meter software version, 3.03 was susceptible to a condition where a weak meter battery may not have enough power to store the readings. This was corrected with the next version of software.